Event description:
It was reported that the ilet user experienced hyperglycemia with blood glucose values of 350 mg/dl upon waking and 401 mg/dl later, after a false meal announcement was entered and supplies were changed; guidance was provided to avoid meal announcements when not eating, to allow the ilet to correct glucose, and to perform a full supply change if glucose did not trend down after ninety minutes. Symptoms included elevated blood glucose. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included technical support review and user guidance on insulin stacking risk, temporary disconnection if using fast-acting insulin by injection, pausing and resuming delivery as appropriate, and monitoring for downward trends. Investigation of this case revealed use error related to an unnecessary meal announcement with potential insulin stacking and uncertainty regarding infusion set function prior to the supply change. It was concluded that hyperglycemia occurred with cause unclear, with contributing user-related factors addressed through education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.